Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report lower and higher than expected tsh results were obtained from a non-vitros mas omni immune quality control (qc) fluid lot 2703 when tested using vitros immunodiagnostics product tsh reagent lot 7190 on two vitros xt 7600 integrated systems. J76001810: mas qc level 1 results of 3.021, 0.210, 0.210, 3.172, and 0.394 miu/l vs. The expected result of 0.296 miu/l. Mas qc level 2 result of 9.90 miu/l vs. The expected result of 16.28 miu/l. J76001813: mas qc level 1 results 0.663, 0.400, 0.393, 0.376, 0.380, 0.395, 0.377, 0.375, 0.176, 0.172, 0.189, 0.385, and 0.400 miu/l vs. The expected result of 0.287 miu/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower and higher than expected mas qc fluid results were from non-patient fluid and were not reported from the laboratory. There was no allegation of patient harm as a result of the event. This report is number four of twelve mdrs for this event. Twelve 3500a forms are being submitted for this event as twelve devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint numbers (B)(4) and reportability assessment 606941.

Manufacturer narrative:
The investigation determined that lower and higher than expected tsh results were obtained from a non-vitros mas omni immune quality control (qc) fluid lot 2703 when tested using vitros immunodiagnostics product tsh reagent lot 7190 on two vitros xt 7600 integrated systems. The assignable cause for the lower and higher than expected mas qc results obtained is unknown. A review of historical quality control results for tsh lot 7190 indicate that the mas qc results were not performing as expected when compared to peer and package insert values. Therefore, a tsh lot 7190 could not be ruled out as a contributor to the event. The customer processes vitros total thyroid controls (ttc) and obtained acceptable results. In addition, a within run diagnostic precision test using ttc fluids was within ortho acceptable guidelines indicating the vitros instrument was performing as expected. However, the vitros ttc were processed in july and the unacceptable mas results were obtained intermittently from april to june. Therefore, the vitros lot 7190 and the vitros xt7600 system could not be confirmed to be performing as expected with vitros control results obtained at the time of the events. The customer confirmed to the ortho tsc that they were following manufacturer recommendations for qc material handling, however no details were provided regarding qc handling recommendations or customer practice. Given this limited information, handling, storage, and use of the mas qc fluids cannot be ruled out as contributing to the event.